Event description:
It was reported that in the context of a pseudarthrosis of a lateral malleolar fracture the implanted plate broke approximately 1 year postoperative. It was further reported that the fracture of the patient did not heal after one year and therefore a pseudarthrosis was diagnosed. It was also reported that the breakage of the plate did not occur early, as the plate was 9 months after the implantation still intact. No further information was provided. Update dw 08-apr-2025: further information was provided that the initial provided part and lot number was incorrect and therefore the device information was updated. Update dw 04-jun-2025: in total 15 devices were returned to arthrex for the reported case. Two plates, 12 screws and on tightrope. No further information about an allegation was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that only part of the uhmwpe braids of the knotless syndesmosis tightrope returned were cut/damaged. The oblong button was chipped and damaged, and the round button did not have any problems. The single-use device was used/removed and returned for investigation due to the development of pseudarthrosis at the fracture site. Functional testing was not performed due to the damage to the device. Per dfu-0147-eo g. Precautions e warnings. 9. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone. The most likely cause of the reported failure can be attributed to user error, as the removal process compromised the integrity of the suture material and the oblong button. This may have introduced unintended stress or damage to the implant components. A secondary, related failure mode involves the development of pseudarthrosis at the fracture site, which likely contributed to prolonged instability and delayed healing. This condition may have increased mechanical stress on the implant, ultimately leading to hardware fatigue and breakage, and resulting in adverse patient outcomes for revision surgery.

Event description:
Update (B)(6) 04-jun-2025: in total 15 devices were returned to arthrex for the reported case. Two plates, 12 screws and on tightrope. No further information about an allegation was provided.